Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. The ge healthcare service representative replaced the flow sensors, and the unit was returned to service.

Event description:
The ge healthcare service representative discovered the unit alarmed and was not able to mechanically ventilate. There was no report of patient involvement.